Event description:
Staff reported that this patient suffered pressure sores and abrasions to his forehead and chin presumably caused by a new disposable face mask called a "disposa-view." He reported that there have been about three instances where an abrasion has been caused. He reported this case was about 12 hours long.